Manufacturer narrative:
(B)(4) unused samples of the same lot as the complaint device were received and forwarded to an npd engineer for evaluation. Visual observation revealed that there were no anomalies found on the needles. Functionally, all (B)(4) needles cycled without failure under the (B)(4)-cycle specification. This reported failure could not be confirmed. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass (B)(4) times through tissue and any usage beyond this would cause the needle to fatigue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed (B)(4) other similar complaint for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder procedure two of the customer's expressew iii needles broke. The sales rep reported that when going into the package to remove one of needles to use in the procedure, the needle was already broken in the package. The sales rep reported that when using a second needle from the same lot number the surgeon had stated that the tip appeared to be fragile and when the surgeon fired the expressew iii gun the first time the tip of the needle broke in the patient's joint. The sales rep stated that the surgeon removed the broken piece immediately from the patient's joint with no issues and no x-rays were needed. The device was used with a competitors anchor and suture. The surgeon completed the procedure with another needle from a different lot number with no patient consequences or delays. The sales rep stated that the surgeon discarded the two broken needles.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirements, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow up medwatch report.

Event description:
The sales rep reported that during a shoulder procedure two of the customer's expressew iii needles broke. The sales rep reported that when going into the package to remove one of needles to use in the procedure, the needle was already broken in the package. The sales rep reported that when using a second needle from the same lot number the surgeon had stated that the tip appeared to be fragile and when the surgeon fired the expressew iii gun the first time the tip of the needle broke in the patient's joint. The sales rep stated that the surgeon removed the broken piece immediately from the patient's joint with no issues and no x-rays were needed. The device was used with a competitors anchor and suture. The surgeon completed the procedure with another needle from a different lot number with no patient consequences or delays. The sales rep stated that the surgeon discarded the two broken needles.